Manufacturer narrative:
The investigation confirmed that unexpected vitros tsh proficiency sample results were obtained on two lots of vitros tsh reagent. A review of historic vitros 5600 system performance data did not find any evidence to show that the analyzer had malfunctioned at the time of the event. In addition, there was no evidence to suggest a vitros tsh reagent malfunction. Note: for the first of two 3500a reports, the specific reagent lot involved was not provided, therefore, the manufacturing and expiration dates could not be provided. A definitive root cause for the event could not be determined.

Event description:
The customer obtained unexpected vitros tsh proficiency sample results on two different lots of vitros tsh reagent while using a vitros 5600 integrated system (unknown tsh lot: cap level 1 = 0.2 miu/l vs. Expected result 0.096 miu/l; cap level 7 = 0.2 miu/l vs. Expected result 0.135 miu/l. Tsh lot 2901: cap level 1 = 0.05 miu/l vs. Expected result 0.096 miu/l; cap level 7 = 0.04 miu/l vs. Expected result 0.135 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).